Event description:
It was reported that the ventricular lead exhibited high threshold of 4 v. Dislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.